Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: (B)(6)2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: g07002 - device not returned. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: was there any adverse consequence associated with the patient? Evaluation: actual customer complaint sample or same batch representative sample are not returned. Same batch manufacturer retained sample evaluated for appearance and tensile strength and no issue found. DHR reviewed and no issue found. The root cause of this complaint can¿t be determined. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a knee replacement procedure on 07/16/2022 and the suture was used. During surgery, the suture broke while sewing skin. A like device was used to complete the surgery. There were no adverse patient consequences reported. Additional information has been requested.